Manufacturer narrative:
Device received with the exposed portion of the sot cannula stretched and flattened. It cannot be determined when or how this damage occurred. No other damages or defects noted that would cause the cannula to dislodge. No issues observed with the adhesive pad. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl or over while wearing the pod between 1 and 4 hours. Caller stated the adhesive loosened, causing the cannula to dislodge from the infusion site (back). As treatment, a manual injection was delivered and patient drank water.